Manufacturer narrative:
The device event log/alarm history was reviewed and no problems were found. The delivery accuracy test was performed to attempt to duplicate the reported issue of rate discrepancy. The reported issue was not duplicated. The reported issue was not confirmed in history. The probable cause of the issue was no problem found by the field service engineer.

Event description:
On an unspecified date, a plum 360¿ infuser reportedly had a note on it stating rate discrepancy, there was no report of any human harm.